Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the physician was unable to remove the stylet from the left ventricular lead. A different lead was successfully implanted. The patient was stable throughout.